Event description:
It was reported that a user on a replacement ilet pump experienced a post-meal low glucose episode after announcing a meal, with glucose reportedly dropping to the 60s before returning to range after continuing to eat; the device was not synced for several days at the time of the event. Symptoms included lightheadedness and shakiness. Outcomes included self-management with oral carbohydrate and recovery without healthcare intervention. Investigation included technical support review and user education on syncing data and contacting clinical support for medical guidance. Investigation of this case revealed insufficient device data to determine a device malfunction or use error contributing to the event. It was concluded that the cause of the hypoglycemia was unclear and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.